Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported inappropriate therapy was confirmed in the laboratory after review of the egms. R-wave amplitude was found to be low and similar in size to t-waves, causing the device to oversense. The device was tested using automated test equipment and no anomalies were found. The cause of the inappropriate therapy was found to be the t-wave oversensing.

Event description:
It was reported that patient received inappropriate therapy for t wave over sensing. The device and lead were explanted at the request of patient.